Event description:
Reported via journal article. It was reported that tissue damage occurred. A patient with past medical history of pulmonary hypertension and chronic atrial fibrillation had a left atrial appendage (laa) closure procedure. Transeptal access was performed. A watchman access system (was) was inserted, a watchman delivery system and closure device (wds) was positioned, and the closure device was subsequently implanted. In the post anesthesia care unit (pacu), the patient developed hypoxia requiring 8l/minute of supplemental oxygen, increasing to 15l/minute. Hypoxia was worsened when sitting upright and improved in the supine position. A right heart catheterization procedure was performed and revealed elevated right heart pressures. A transthoracic echocardiogram (tte) with bubble study revealed a right to left atrial shunt, and a color flow doppler demonstrated an iatrogenic 5-6 mm atrial septal defect (asd) in the primum septum and an unknown patent foramen ovale (pfo). Both had bidirectional shunting but predominantly right to left. Under intracardiac echo and fluoroscopic guidance, two separate non-boston scientific (bsc) septal occluder devices were placed. Shunting was resolved, oxygen was weaned off, and the patient clinically improved and then discharged home.

Manufacturer narrative:
B3: event date estimated using journal publication date literature citation: avirneni et al., (march 28, 2020). Platypnea orthodeoxia syndrome: a rare complication of iatrogenic atrial septal defect. Journal of the american college of cardiology, 75(11).